Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced a detached or missing sensor wire upon sensor insertion on (B)(6) 2016. Dates reflect time zone difference. No additional event or patient information is available.